Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the faulty drawer board and retractor band. A field service engineer resolved the issue by replacing the drawer board and retractor band. Also had to replace the position sensor as it came apart during serivicng. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had a drawer failure, stating that the entire drawer was not opened even after shutting down the pyxis unit 2 times. The customer stated that they used the back up stock until the issue was resolved. There were no adverse events or injuries reported based on this incident.